Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was difficult plunger movement found while using a bd ultra fine¿ ii insulin syringe as the "plunger doesn't move freely and the rubber stop is not even which makes it difficult to measure insulin." There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
H.6. Investigation conclusion: customer returned four loose 1cc, 8mm syringes. Customer states that the plunger doesn't move freely and the rubber stopper is not even which makes it difficult to measure insulin. All returned syringes were examined and all exhibited a deformed stopper. One sample also exhibited a deformed thumb press on the plunger rod. Additionally, the barrel for this sample was noted to be slightly bowed barrel, which can additionally contribute to stopper deformities during assembly of the device. Cycle testing was attempted with all samples, however, the plunger/stoppers within all samples required excessive force to cause them to move. Unable to perform DHR check for plunger difficult to move and damaged stopper due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (deformed stopper and thumb press). Possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity. (B)(4) has been opened to address the deformed stopper issue.